Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and endometritis ("mild acute endometritis") in an adult female patient who had essure (batch no. C61077) inserted for female sterilisation. The patient's concurrent conditions included frequency urinary, leukorrhea, abdominal pain lower, back muscle spasms, sore throat, heartburn, vaginal bleeding, low back pain, pelvic discomfort, numbness in leg, abdominal pain, dizziness, depression, anxiety, fibromyalgia, asthma, heavy periods, nausea, endometritis and chronic cervicitis. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (provera). In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometritis (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and endometritis outcome was unknown. The reporter considered endometritis and pelvic pain to be related to essure. The reporter commented: 5 trailing coils noted in the right uterine cavity and four trailing coils noted in the left uterine cavity after deployment. Diagnostic results: unknown date: essure confirmation test was performed. Most recent follow-up information incorporated above includes: on 25-sep-2018: medical record received. Lot number was added. Event added: acute endometritis. Concomitant diseases and concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and endometritis ("mild acute endometritis") in an adult female patient who had essure (batch no. C61077-invalid, c51077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's previously administered products included for heavy menses: mirena iud from 2009 to 2015, depo provera from 2006 to 2010, depo provera from 2005 to 2006 and birth control pills from 2003 to 2004. Concurrent conditions included frequency urinary, leukorrhea, abdominal pain lower, back muscle spasms, sore throat, heartburn, low back pain, pelvic discomfort, numbness in leg, abdominal pain, dizziness, depression, anxiety, asthma, heavy periods, nausea, chronic cervicitis, body mass index normal, adjustment disorder, fibromyalgia, gerd and migraine. Concomitant products included atenolol (preventil) since 2017, cetirizine hydrochloride since 2015, cyclobenzaprine since 2017, levonorgestrel (mirena), medroxyprogesterone acetate (provera), omeprazole (prilosec) since 2016 and pregabalin (lyrica) since 2017. In june 2015, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). The patient was treated with fluticasone propionate;salmeterol xinafoate (advair), ibuprofen and surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy on (B)(6)2017). Essure was removed in may 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the endometritis outcome was unknown. The reporter considered dysmenorrhoea, endometritis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 5 trailing coils noted in the right uterine cavity and four trailing coils noted in the left uterine cavity after deployment. Unknown date: essure confirmation test was performed. Discrepancy noted in essure insertion date as (B)(6)2015 and removal as (B)(6)2017. Current weight 118 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received: lot number was updated. Events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, device monitoring procedure not performed were added. Event onset date and outcome were added. Historical and concomitant drugs were added. Concomitant conditions were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometritis ('mild acute endometritis') in an adult female patient who had essure (batch no. C61077-invalid, c51077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's previously administered products included for heavy menses: mirena iud from 2009 to 2015, depo provera from 2006 to 2010, depo provera from 2005 to 2006 and birth control pills from 2003 to 2004. Concurrent conditions included frequency urinary, leukorrhea, abdominal pain lower, back muscle spasms, sore throat, heartburn, low back pain, pelvic discomfort, numbness in leg, abdominal pain, dizziness, depression, anxiety, asthma, heavy periods, nausea, chronic cervicitis, body mass index normal, adjustment disorder, fibromyalgia, gerd and migraine. Concomitant products included atenolol (preventil) since 2017, cetirizine hydrochloride since 2015, cyclobenzaprine since 2017, levonorgestrel (mirena), medroxyprogesterone acetate (provera), omeprazole (prilosec) since 2016 and pregabalin (lyrica) since 2017. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). The patient was treated with fluticasone propionate;salmeterol xinafoate (advair), ibuprofen and surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the endometritis outcome was unknown. The reporter considered dysmenorrhoea, endometritis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 5 trailing coils noted in the right uterine cavity and four trailing coils noted in the left uterine cavity after deployment. Unknown date: essure confirmation test was performed. Discrepancy noted in essure insertion date as (B)(6) 2015 and removal as (B)(6) 2017. Current weight 118 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Lot number reported c61077 is invalid. Batch no: c51077 production date: 2014-04-25,expiration date: 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and endometritis ("mild acute endometritis") in an adult female patient who had essure (batch no. C61077-invalid) inserted for female sterilisation. The patient's concurrent conditions included frequency urinary, leukorrhea, abdominal pain lower, back muscle spasms, sore throat, heartburn, vaginal bleeding, low back pain, pelvic discomfort, numbness in leg, abdominal pain, dizziness, depression, anxiety, fibromyalgia, asthma, heavy periods, nausea, endometritis and chronic cervicitis. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (provera). In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometritis (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and endometritis outcome was unknown. The reporter considered endometritis and pelvic pain to be related to essure. The reporter commented: 5 trailing coils noted in the right uterine cavity and four trailing coils noted in the left uterine cavity after deployment. Diagnostic results: unknown date: essure confirmation test was performed. Most recent follow-up information incorporated above includes: on 1-oct-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.